Event description:
Healthcare professional reported right side rupture. Later reported " bilateral capsular contracture baker grade iii/IV" and " irregular edges, nodule in orientation to the tail of the right armpit suggestive of siliconoma of 10mm, bilateral axillary lymph nodes diagnosed by ultrasound. The device has been explanted and replaced with non-allergan. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported rupture. Later reported " bilateral capsular contracture baker grade iii/IV" and " irregular edges, nodule in orientation to the tail of the right armpit suggestive of siliconoma of 10mm, bilateral axillary lymph nodes diagnosed by ultrasound. This record relates to right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade iii/IV" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV, granuloma, silicone migration, and device rupture.